Event description:
The customer stated that the donor had experienced a serious acd reaction due to improper delivery of acd. This is donor #1. The customer was not sure if the improper delivery had been due to operator technique error, machine or disposable kit problem. The customer also stated that 13 minutes into the plateletpheresis procedure when approx 800 ml of whole blood had been processed, the donor complained of tingling of the body and chest pain. The operator discontinued the procedure. The operator then noticed that 500 ml had been used. This was a visual inspection from the acd bag. The donor was given tumms and milk (source of calcium) and quickly recuperated. The donor was released in good condition. Two days after the event the reporting source called the customer back and the stated that they felt shaky and had fine tremors. The donor visited their personal physician. The reporting source stated that they have the access management system for the delivery of acd solution, but it is not currently being used. The kit being used was a non-ams kit the type which requires stringing of the acd pump tubing through a wheel. The operator had made the statement that during the week prior to the incident, she had to adjust the acd wheel a lot to get it to work because customer the noticed that the tension on the acd tubing was not adequate. The area mgr called baxter field service to service the blood cell separator. The customer further stated that the operator had not noted if the acd pump tubing had rolled off the pump roller. Customer indicated that all the operators were promptly trained on acd delivery to avoid any future incidents of this nature from occurring. A report from the customer was received by the eval lab which stated: the lab was not able to identify a cause in the first incident as the kit had already been removed from the instrument when personnel returned to the dept. In the second incident, the anticoagulant tubing had fallen off the back roller of the blood pump.

Manufacturer narrative:
MFR's investigation: a review of service calls from 1/1/97 to 8/26/97 for all cs-3000's acd wheel component was conducted. No significant failure trends were found. A review of service calls for cs-3000 indicated no other acd wheel calls had been received for that equipment as of 10/20/97. Evaluation of an unused kit, review of complaint history for the lot number of the disposable kit, and review of component and instrument service calls reveal that delivery of excess acd was most likely caused by operator technique. The subject account was contacted and reminded of the proper kit set up technique to avoid this event from reoccuring. The initial rpt info has been updated and is reflected in the info printed in this follow up rpt. Unless substantially significant info becomes available, this constitutes a final rpt. 21 cfr 803 & 310 requires that this rpt be filed whenever there is an allegation that a reportable incident has occurred. Some info contained herein has been supplied by others. Significant add'l facts may be relevant to the alleged incident. It is not possible to conclude from this rpt whether or not the medical device or drug caused or contributed to an alleged incident. ***therefore, this rpt must not be interpreted as an admission of fact or liability.***